Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va0tq2e, implanted: (B)(6) 2015, product type lead. Manufacturer aware date corrected.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va0tq2e serial# implanted: (B)(6) 2015 explanted: product type lead fdd c62955 applies to the lead all other fdd codes apply to the ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that the patient never had therapeutic effect since implant and also that the patient never felt stimulation. The caller reported that people kept telling the patient that the ins was turned off. Additionally the caller reported that the patient was constantly having utis. The caller then stated that a manufacturer representative (rep) told the patient that the reason therapy was not helping and the patient could not "set the device" was because the patient had a uti. Later the patient saw a healthcare provider (hcp) who called a rep and it was determined after an impedance check that 3 out of 4 electrodes "were completely dead and ins battery was super low." The patient now has one working electrode on program 4. It was further stated that the device was not shut off, but was not working because the programs were not appropriate with the "bad electrodes." The patient's device was reprogrammed and was receiving adequate therapy and could feel stimulation. The patient planned to have the ins replaced however due to the low battery. It was stated that "they think it was because she had such a high stim trying to make it work on programs that were not even working." The patient's battery was drained after 1.5 years. A patient fall was also reported although the caller stated that it was not a "big crash" and "not a traumatic event." Additionally the caller stated that the device was not working prior to the fall. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.